Manufacturer narrative:
Product has been requested to be returned but has not been received. (B)(4).

Event description:
Customer reported the alarm would sound intermittently when the patient gets up off the sensor pad. Customer also reported that they were having to replace batteries in the alarm on a weekly basis as they would deplete quickly. Customer did not provide a date when found. No patient incident or injury was reported.